Manufacturer narrative:
A ge service representative performed an on site investigation. The tube head cable was re-seated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 8800 system had a blank image during a case. No patient injury was reported.